Event description:
The customer reported 1 false detected result on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested on (B)(6) 2023 and gave a positive flub result. The customer reported that patient sample was repeated on the cepheid platform and gave a negative result for flub. The false detected result was reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be initiated. As the event occurred over multiple run dates, the following additional mdrs have also been submitted: 3005248192-2023-00246, 3005248192-2023-00247, 3005248192-2023-00248, 3005248192-2023-00249.

Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: the retain file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 was performed by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The file sample evaluation for lot 382958 met the acceptance criteria and validity criteria that were established for the resp-4-plex false positive testing protocol. As a result, the product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 received a disposition of passed. A product deficiency was not determined by this review. Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not determined by this review. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. A product deficiency was not determined by this review. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 and its components. This CAPA review identified two existing nonconformances related to the reported complaint for part 09n79. However, the part 09n79 did not trip the tracking and trending. A product deficiency was not determined by this review. Complaint history review: a complaint history review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 and its components. The review identified nine (9) additional complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot 382958. A product deficiency was not identified by this evaluation. There was a rise of unconfirmed tickets during january and may 2022, however the part # 09n79 did not exceed the upper control limit indicating no adverse trend during this time frame. According to complaint trending, most recently completed for july 2023, a trend violation was not identified, and the upper control limit was not exceeded for product 09n79. A product deficiency was not determined by this evaluation for the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 was not confirmed.